Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a procedure. During the procedure, the patient's implantable cardioverter defibrillator was oversensing noise leading to an inappropriate shock. The noise was determined to be caused by external emi. No intervention was performed. The patient was in stable condition.